Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient said the device was not working and does not allow the patient to increase stimulation past 0.1. The patient has tried all 3 of their programs and on each program they got the error message saying (unable to provide your desired settings, please call your clinician." A second call from the patient determined that the patient rated the evaluation at a 2 because the patient expected to have more improvement. Later the patient indicated that they started voiding, but then stopped. Additionally, it was reported that the patient only got a little bit at a time when they voided, at most a cap full, and rated the evaluation at a 5 for a little better. The patient was advised to continue following up with their healthcare provider (hcp). A final call from the patient indicated that they were not feeling stimulation and was not able to increase at the time of the call because they were in the bathroom at the time. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.